Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013. Device evaluation:the device has been returned and evaluated by product analysis on 10/08/2013 with the following findings: the keypad was found to be intact with has no visible sign of damage. The complaint of an unresponsive ok button was not duplicated during testing. All of the keypad buttons were responsive to button presses and were functional. The buttons had spring back and click. The keypad cover was removed and there was no evidence of contamination found. The pump was opened and no signs of damage or contamination was visible inside the pump. There was no defect found during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.